Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by med information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer confirmed that she was unable to complete rewound process. Customer confirmed that the drive support cap was intact. No harm requiring medical intervention was reported. The device will be returned for analysis.